Event description:
A distributor reported that during an arthroscopic procedure, using a dyonics rf system an unk odor and smoke were emitted from the unit. A back-up device was retrieved and the procedure was completed. No pt complications were reported as a result of this event.

Manufacturer narrative:
This incident was reported by a distributor. All available info has been included in this report. On-going attempts to follow up with the distributor for additional info regarding the details of this event are being made.